Event description:
It was reported that the device was used during a low anterior resection procedure. When the device was fired, the staples malformed. Another device was used to finish the case. There was no pt consequences.